Manufacturer narrative:
The report of the device infusing faster than expected could not be confirmed. Analysis of the pcu event log showed no infusions running at the reported rate of 75ml/hr, and the only air in line alarms recorded were for a different time on a different pump module infusing at a rate of 3ml/hr. The root cause of the customer's report was not identified. No device was returned for investigation.

Manufacturer narrative:
Gtin/UDI number for item 8100adxen917, sn (B)(4) is (B)(4). Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at 0130 a primary infusion of unspecified fluids( 1000 ml) was programmed to infuse at 75 ml/hr. At 0545, the patient called the nurse into the room for an air-in-line alarms and it was noted the bag was empty with the rate of 75 ml set on the device. A new device and tubing changed and the infusion restarted. There was no report of patient harm.